Event description:
The catheter broke while in the pt. The nurse did an exchange over the guidewire to prevent sticking the pt again. Percutaneous technique was used to retrieve the catheter piece. No surgical intervention was needed.